Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Based upon the information that has been provided, no definite root cause can be determined at this time.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 0001822565-2016-01949. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing tibial loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. X-rays were returned and further evaluated by a third party health care professional. Assessment of the radiographs was a cemented tibial component that exhibits medial and lateral radiolucencies at the cement-bone interface. There are also lucencies at the plate and bone cement interfaces which would confirm the claim that there was little bone cement adhesion to the device. The tibial component appears to be in a varus configuration.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision due to tibial implant loosening and periprosthetic fracture after a fall approximately two (2) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. D10 - concomitant devices - nexgen lps-flex articular surface size ef 10m catalog #: 00596403210, lot #: 62591366, nexgen lps-flex femoral component size e right catalog #: 00596401552, lot #: 60817211.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Radiographic review identified linear radiolucency at the medial and lateral tibial cement-bone interfaces as well as at the tibial plate and bone interfaces, suggestive of tibial loosening. The root cause remains unchanged at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
.

Event description:
It is now known that the patient underwent knee arthroplasty revision.